Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device was evaluated which included a visual assessment as well as functional testing. The device failed testing due to intermittent power while on direct current power. Visual inspection found two depressed battery pins unable to rebound as designed. The rear case was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump the device experienced intermittent operation on direct current power. There was no patient involvement. No additional information is available.